Manufacturer narrative:
(B)(4). Initially reported as returning, device was not received. It is indicated that the device was returning for evaluation; however, it was not received at the manufacturing facility. The device was sent in a box with other device but this complaint device was not delivered; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.